Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving morphine (concentration 3 mg/ml, dose 0.3 mg/day) via an implantable pump. A pending alarm was reported, the pump was implanted. The company representative stated that he did not see anything except pump in shelf state when the pump was first interrogated and after he printed the session data report he saw the pump had a pending alarm. It was noted that the pump had been on the facilities shelf for about a month prior to implant. The version of the software card was the most recent. They had not read the logs yet at the time of the call. The company representative was to access, review the event logs and confer with the health care professional (hcp). There were no medical symptoms reported. Per the print report and session data provided, as examined on (B)(6) 2017, the pump was in shelf state and had a pending alarm. A motor stall occurred on (B)(6) 2017 04:49 and recovered (B)(6) 2017 00:35